Event description:
It was reported that during a scheduled lead replacement procedure, the right ventricular lead exhibited intermittent undersensing. Even after several attempts to reposition the lead, the helix would not extend. The lead was removed and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of under and intermittent sensing anomaly were not confirmed. Visual inspection found the helix to be retracted and clogged with blood/tissue. X ray inspection found over-torque of the inner coil in the connector region consistent with damage occurring at the time of explant. After cleaning, the helix could be extended and retracted normally. Lead was normal.